Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with bacterial count greater than 100 cfu/ml on both patient and cardioplegia sides, before performing routine disinfection. Following disinfection, bacterial count became less than 100 cfu/ml on both sides. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in hong kong. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that the device is cleaned regularly as per the instructions for use, h2o2 is added when the water in the tanks is changed (each 7 days), a disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water and 3t aerosol collection set is replaced after the allowed use period. Moreover, prior to initial operation and prior to storing the heater-cooler its surfaces and water circuits are disinfected and even after every operation. The device is placed inside the operation theater during use, with the fan of the device positioned away from patient at an estimated distance of 3 meters between the surgery field and the device. Furthermore, positive bacteria results are found in the water sample coming out from patient tank drainage (before disinfection), while water sample coming out from the cardioplegia tank drainage is negative (before disinfection). In addition, livanova learned that: patient reusable blankets are used; water quality monitoring and the h2o2 checking is not done every day; when the device is not used, it is stored full of water, but in this case hydrogen peroxide h2o2 check is not performed every day. These deviations are not in accordance with device instructions for use and this deviation may have led/contributed to the reported contamination.

Event description:
See initial report.